Manufacturer narrative:
Product event summary: the mapping catheter was returned and analyzed. Visual inspection of the reported mapping catheter 990063-020 lot number 214709063 showed that the device was kinked on the loop. The product analysis findings do not indicate a manufacturing related defect. In conclusion, the reported compatibility issue was confirmed through product testing. The reported mapping catheter failed the returned product inspection due to the kink on the loop. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter could not be withdrawn from the balloon catheter. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The mapping catheter subsequently tested out of specification per the manufacturer's investigation.